Manufacturer narrative:
The investigation determined that lower than expected vitros vanc quality control results were obtained from non-vitros biorad level 2 (l2) control fluid and vitros tdm performance verifier level 3 control fluid processed using a vitros 5600 integrated system. The issue was isolated to one reagent pack of vitros vanc reagent and the cause of the performance issue with the single vanc reagent pack was not determined. The tsc confirmed that acceptable vanc quality control performance was obtained using vanc reagent packs in use before and after the suspect vanc pack was loaded. The tsc confirmed that reagent pack storage was acceptable and there was no indication of any physical defects with the reagent pack. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros vanc reagent lot 2514-43-8372. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. However, a transient issue with the instrument at the time of each event could not be entirely ruled out as potential contributor to the event. An issue with qc fluids was an unlikely contributor as the issue occurred on vitros and biorad controls fluids as well as 1 patient sample. The same qc fluids and patient sample generated expected vanc results when repeated on an alternate vanc reagent pack. (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics technical solutions center (tsc) because they identified lower than expected vancomycin (vanc) results obtained from vitros and non vitros quality control fluids when processed using a vitros 5600 integrated system. Vitros tdm pv3 lot w7852 = < 5.0 versus expected 39.3 ug/ml. Biorad l2 lot 56930 = <5.0 versus expected 33.73 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer processed one patient sample and reported a lower than expected result. However, the sample was repeated using an alternate vanc reagent pack from the same lot and a corrected result was reported from the lab. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).